Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not done". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020/ essure removed). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, bladder disorder, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she had received treatment for bladder/urinary problems. Select all injuries resolved post-removal :none discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not done". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020 / essure removed). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, bladder disorder, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she had received treatment for bladder/urinary problems. Select all injuries resolved post-removal :none discrepancy noted: date(s) of insertion: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter information updated. Removal done details pending. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not done". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2020). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, bladder disorder, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she had received treatment for bladder/urinary problems. Select all injuries resolved post-removal :none quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received:case became incident. Product start date updated. Event injury nos deleted and event 'dyspareunia , dysmenorrhea, pelvic pain, abdominal pain, back pain, bladder problems,fatigue, hormonal changes, headaches, vision problem,weight gain,vaginal infection,vaginal discharge,nausea,gi condition,dental problems,essure confirmation test not done' were added. Patient date of birth added. Reporter details updated incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.